Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported complaint could not be confirmed. This type of failure is typically observed with excess torque and off angle insertion. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that post to an acl procedure that was done on (B)(6), 2015 the patient went for a follow up appointment on (B)(6), 2015 and x-rays revealed that a piece 3cm long of the tip of the customer's nitinol guide wire 1.1mm x 22.9cm had broken off in the patient's joint. The sales rep stated that the surgeon a couple days later went back in to try and remove the broke piece but was unsuccessful due to the wire beginning in the middle of the graft. The sales rep stated that the broke piece was left in the patient. The sales rep reported that the patient had no discomfort or any pain due to the broke piece left in the joint. The sales rep stated that the other piece of the guide wire was discarded.